Manufacturer narrative:
As it is unknown which device is directly implicated in this endoleak event, the following devices will also be included in this report: catalog #cxa360005/ serial:(B)(6)/ UDI #(B)(4). H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code c20 ¿ the device was discarded at the facility, therefore, was not available for direct analysis by gore. As the device was discarded and was therefore, not available for engineering evaluation, a definitive root cause could not be determined for the reported issue. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleak, and surgical conversion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021, patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses at an outside facility (mt. Nittany medical center). On (B)(6) 2022, a reintervention was performed at the same facility for an assumed type 1a endoleak and three proximal aortic extender components were implanted (pla320400, cxa320005, cxa360005). The patient was transferred to upmc altoona medical center and all the devices were explanted on (B)(6) 2023 by dr. Al-khoury due to a continued type 1a endoleak. The patient had been having abdominal and back pain that got progressively worse over the past few days until it became unbearable. The explant procedure was well tolerated and without complication.

Manufacturer narrative:
It should be noted that, per the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleak, and surgical conversion.